Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with voriconazole infusion (intraperitoneal, dose and frequency was not reported) for peritonitis. At the time of this report, the patient was still in the hospital and was not recovered from the event. The physician intubated the peritoneal dialysis (pd) catheter, pd therapy was discontinued and the physician suggested to transfer to hemodialysis (hd) nine days after the onset. No additional information is available.